Event description:
It was reported that this patient presented to the emergency room (ER) in cardiac arrest. Upon interrogation of this pacemaker, it was found that there was loss of capture (loc) on the right ventricular (rv) lead channel along with low r-wave amplitude, low impedance, and high capture thresholds. The loc was also found on the presenting electrogram (egm). It was noted that this patient has multiple risk factors including aortic aneurism. This event occurred three days after system implant. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.